Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. The patient discontinued treatment during drain 1 of 3 due to the large drain. A review of the patient¿s treatment records identified that the patient drained 6246 ml during drain 1 of the treatment. This drain volume is 208% the patient's prescribed fill volume of 3000 ml. As a result of the iipv event, the technical support representative advised the nurse to discontinue use of the cycler. A replacement cycler was issued to the patient. It was reported that an alternate treatment option was available. Upon follow up, the pdrn confirmed the reported event and that the cycler allowed the patient to bypass drain 0 with 2000ml still inside. The pdrn stated that the patient completed treatment using the cycler throughout the night. The pdrn confirmed that the patient did not experience any symptoms, injury, adverse event, or require medical intervention as a result of the reported event. The pdrn stated that the patient has received their replacement cycler, which is working well, and is continuing with peritoneal dialysis therapy without issue and without reoccurrence of the reported event. The old cycler was returned to the manufacturer for physical evaluation. Upon further follow up, the patient performs a last fill of 2000ml then after 3 hours the patient performs a manual drain of 2000 to 2500 ml during the day. The patient also confirmed bypassing drain 0 while there was still 2000ml inside on (B)(6) 2025.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. The patient discontinued treatment during drain 1 of 3 due to the large drain. A review of the patient¿s treatment records identified that the patient drained 6246 ml during drain 1 of the treatment. This drain volume is 208% the patient's prescribed fill volume of 3000 ml. As a result of the iipv event, the technical support representative advised the nurse to discontinue use of the cycler. A replacement cycler was issued to the patient. It was reported that an alternate treatment option was available. Upon follow up, the pdrn confirmed the reported event and that the cycler allowed the patient to bypass drain 0 with 2000ml still inside. The pdrn stated that the patient completed treatment using the cycler throughout the night. The pdrn confirmed that the patient did not experience any symptoms, injury, adverse event, or require medical intervention as a result of the reported event. The pdrn stated that the patient has received their replacement cycler, which is working well, and is continuing with peritoneal dialysis therapy without issue and without reoccurrence of the reported event. The old cycler was returned to the manufacturer for physical evaluation. Upon further follow up, the patient performs a last fill of 2000ml then after 3 hours the patient performs a manual drain of 2000 to 2500 ml during the day. The patient also confirmed bypassing drain 0 while there was still 2000ml inside on (B)(6) 2025.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed with no physical damage noted. There were visual indications of dried fluid within the cassette compartment on the pump. There were no visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. A simulated therapy was initiated and completed on the cycler without complication. The weighed fill volumes were found to be within tolerance. The cycler underwent system air leak and valve actuation testing and was found to meet product specifications. An internal visual inspection of the returned cycler was performed. There were visual indications of dried fluid under the pump assembly on the bottom cover. The cause of the observed dried fluid could not be determined. There were no discrepancies encountered with the mushroom heads. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.